Event description:
As reported, when the button was pressed on a 7f exoseal vascular closure device (vcd), the device could not be activated. The button partially depressed but could not be fully pressed. However, the indicator window did not show solid black during attempted depression of the button. Upon removal, the plug was not released and remained fully inside the shaft. Hemostasis was achieved with manual compression. There were no reported injuries to the patient. There were no visible signs of device or package damage prior to use, and the device was stored and prepared according to the instructions for use (IFU). The exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, but the indicator window did not change to solid black. The indicator window did not show any red during retraction. The device was not attempted to be deployed outside the patient¿s body. The femoral artery puncture site was confirmed angiographically to be suitable, including vascular sheath introducer angle, with vessel diameter at least 5 mm, no visible calcium or plaque, no tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.